Event description:
The event occured in j(B)(6). A swab without fiber tip was used to collect a sample from the vagina of a patient. After procedure, the doctor noticed bleeding and patient injury.

Manufacturer narrative:
Manufacturer investigation report: the DHR was reviewed and no anomalies have been found during all the production steps of the different product components. Device problem was due to the breakage of the swab being sealed between two packages. This defect is visible by users. It is stated on the product package insert to discard product that is damaged. Visual test was performed on the retained samples from claimed lot. Our investigation could not confirm any other malfunction or defect in the device lot associated with this incident. No other complaints were recorded on the device lot associated with this incident. Evaluation of the device that caused the incident was performed on photographs provided by the user. (Note: the samples tested were coming from the same large lot number but not the same batch number).